Event description:
It was reported during the pt's ((B)(6)) lead revision procedure, the physician experienced difficulty disconnecting the stylet from the replacement lead. Lead revision procedure reported under MFR report: 1627487-2014-25629. As a result, the physician removed the lead and abandoned the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.